Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure (ess205) (batch no. 621680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic pain. Concurrent conditions included urinary incontinence, vaginal prolapse and depression. Concomitant products included atorvastatin, fluoxetine, fluticasone, gabapentin, hydroxyzine, salbutamol (albuterol hfa) and sodium propionate (propionate). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain - abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ excessive bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ excessive bleeding"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (vaginal hysterectomy with unilateral salpingectomy- right, sling, cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: total bilateral occlusion. Imaging procedure on (B)(6) 2007: essure confirmation test (unspecified) results showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received: new events - menorrhagia, vaginal bleeding, bladder disorder, urinary tract disorder were added. Lot number and date of removal were added. Medical history, concomitant condition and drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure (ess205) (batch no. 621680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic pain. Concurrent conditions included urinary incontinence, vaginal prolapse and depression. Concomitant products included atorvastatin, fluoxetine, fluticasone, gabapentin, hydroxyzine, salbutamol (albuterol hfa) and sodium propionate (propionate). On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain - abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ excessive bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ excessive bleeding"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (vaginal hysterectomy with unilateral salpingectomy- right, sling, cystoscopy). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: total bilateral occlusion. Imaging procedure - on (B)(6)2007: essure confirmation test (unspecified) results showed bilateral occlusion.. Lot number: 621680 manufacturing date: 2006/10 expiration date: 2008/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.